Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) connected with the customer and confirmed that the geometry movements were partially available. According to the additional information received, the system was in clinical use at the time of event. The customer was performing coronary diagnosis, and the procedure was delayed. Review of system log file showed malfunctioning geo-pc. Upon remote analysis, rse found that there was loose connection in the cable of geo pc. The philips engineer assisted the customer to reseat the connection behind the geometry pc. However, the issue reoccurred again and fse checked the system and found that geo ipc was not booting up. To resolve the issue fse replaced geo ipc. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the geometry movements were non functional. No harm has been reported to philips. The connections and cables were reseated by the biomedical engineer as part of remote troubleshooting and the geometry issue was resolved.